Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was observed to be torn at the down button. All keypad buttons responded normally to testing. The display was observed to be dim, fading, and reddish in color. The battery compartment was observed to be cracked from the seal case to the bumper pad. The keypad cover was removed for further investigation and no contamination was found under the button contacts. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a dim display and a cracked battery compartment. This report is made based on results of investigation completed on (B)(4) 2014.